Event description:
The patient had been admitted in (B)(6) 2013 with symptoms of left upper extremity weakness. An MRI did not reveal any stroke or hemorrhage to be the cause of the symptoms. The patient did have severe stenosis of the right m1 middle cerebral artery (mca) area. The patients¿ condition improved and he was discharged on a regimen of plavix and aspirin. The patient was subsequently readmitted and again MRI did not reveal any stroke or evidence of acute infarction but there was persistent stenosis in the m1 mca segment. The patients¿ condition deteriorated during the hospital course and transcranial doppler studies showed progressive narrowing of the m1 segment. Five days after being admitted the patient underwent a procedure to treat the stenosis in the m1. Following angioplasty of the lesion, the patient was placed on a reopro drip due to clot formation within the area treated with angioplasty. There was no reported clinical consequence to the patient.

Manufacturer narrative:
Subject device is unavailable.

Event description:
The patient had been admitted in (B)(6) 2013 with symptoms of left upper extremity weakness. An MRI did not reveal any stroke or hemorrhage to be the cause of the symptoms. The patient did have severe stenosis of the right m1 middle cerebral artery (mca) area. The patients¿ condition improved and he was discharged on a regimen of plavix and aspirin. The patient was subsequently readmitted and again MRI did not reveal any stroke or evidence of acute infarction but there was persistent stenosis in the m1 mca segment. The patients¿ condition deteriorated during the hospital course and transcranial doppler studies showed progressive narrowing of the m1 segment. Five days after being admitted the patient underwent a procedure to treat the stenosis in the m1. Following angioplasty of the lesion, the patient was placed on a reopro drip due to clot formation within the area treated with angioplasty. There was no reported clinical consequence to the patient.

Manufacturer narrative:
The subject device is not available; therefore analysis cannot be performed. From the information available, there is no indication that the reported event is related to product specifications nonconformance or misuse. There is also no indication that the subject device malfunctioned. However, thrombosis is a known risk associated with such procedures and noted as such in the directions for use (dfu). Therefore, a root cause of anticipated procedural complication has been assigned to the event.